Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the pump is still functional. In addition, it was reported that the customer received an inaccurate fill estimate. Troubleshooting was unable to be performed. Customer's blood glucose level was not impacted. It was indicated that the customer has back up lantus and humalog for continued insulin therapy.

Manufacturer narrative:
Fill estimate issue- no failure identified